Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm noted. The insulin pump received with intermittent button response due to corroded keypad traces. Unit received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched display window, stained end cap sticker and cracked battery tube threads.

Event description:
It was reported the customer received a button error alarm. Customer also reported receiving a sensor error alert and calibration error alarm. The customer's blood glucose was 150 mg/dl. The customer could not recall any significant events leading to the button error alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.